Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an unspecified cook gunther tulip inferior vena cava filter fractured while implanted in the patient. The filter was implanted in 2003, and the patient had a history of caval and bilateral lower extremity deep vein thromboses. On (B)(6) 2014, the patient underwent a procedure to remove and replace the filter. The patient was prepped and draped in usual sterile fashion, intravenous conscious sedation was administered, and the patient was monitored continuously throughout the procedure. Images demonstrated fractured filter arms, with one fractured filter limb in the right lower lung and one fractured limb in the left lower lung. Ultrasound-guided micropuncture access was obtained in the right internal jugular vein, and an unspecified 16-french vascular sheath was advanced into the inferior vena cava (ivc). An unspecified pigtail catheter was then advanced into the right and left external iliac veins and venograms of the right and left external iliac veins, as well as the ivc, were performed, showing no evidence of thrombus. The filter was explanted with bronchial forceps, pulled into the sheath, and removed from the patient. The filter apex, all six legs, and four arms were explanted. A follow-up venogram showed no evidence of extravasation or vessel injury. A new filter was then successfully implanted in the ivc. The sheath was removed, and hemostasis was obtained with manual compression. There were no complications noted during the procedure, and the patient was stable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, an unspecified cook gunther tulip inferior vena cava filter fractured while implanted in the patient. The filter was implanted in 2003, and the patient had a history of caval and bilateral lower extremity deep vein thromboses. On (B)(6) 2014, the patient underwent a procedure to remove and replace the filter. The patient was prepped and draped in usual sterile fashion, intravenous conscious sedation was administered, and the patient was monitored continuously throughout the procedure. Images demonstrated fractured filter arms, with one fractured filter limb in the right lower lung and one fractured limb in the left lower lung. Ultrasound-guided micropuncture access was obtained in the right internal jugular vein, and an unspecified 16-french vascular sheath was advanced into the inferior vena cava (ivc). An unspecified pigtail catheter was then advanced into the right and left external iliac veins and venograms of the right and left external iliac veins, as well as the ivc, were performed, showing no evidence of thrombus. The filter was explanted with bronchial forceps, pulled into the sheath, and removed from the patient. The filter apex, all six legs, and four arms were explanted. A follow-up venogram showed no evidence of extravasation or vessel injury. A new filter was then successfully implanted in the ivc. The sheath was removed, and hemostasis was obtained with manual compression. There were no complications noted during the procedure, and the patient was stable. Corrected information: h6 (annex a, f), investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. The current IFU contains the following information: filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.